Event description:
Health professional reported a lap-band device was allegedly explanted due to pt "complaints of diarrhea, vomiting and inability to eat." The physician "took fluid out of the lap band. The doctor thought there may have been a 'slip' and an upper endoscopy" showed "fluid was found around the band and the band was switched to a larger one." F/u findings: health professional reported that only the band was explanted and replaced. The pt's inability to eat was reported to be dysphagia. The pt did not experience diarrhea. An "upper gastrointestinal (gi) showed what appeared to be a slip, but at explant it did not appear to be a slip." Health professional confirmed there was not a band slippage. The pt received "fluids" for the vomiting. The reporter stated "I don't know anything about fluid around band." The reporter did not know if there was a leak. The device will not be returned as the operating room "does not know what was done with the explanted band."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The access port connector associated with this report has not been returned and was possibly discarded after surgery by the reporter. Based upon the model number and implant date provided the connector type is assumed to be a taper ii. The reporter had no add'l info regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of vomit and dysphagia as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."